Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent implanted in unintended site. Device issue: loose stent. It was reported that direct stenting was being performed and there was no pre-dilatation. The xience v 3.0 x 15 mm stent dislodged from the catheter while attempting to deploy the stent in the proximal right coronary artery (rca). The stent moved distally and was deployed in an unintended site, so another xience v 3.5 x 15 mm stent had to be used. No additional event or pt info is available.